Event description:
There were two endeavor sprint rapid exchange (rx) drug eluting stents implanted during index procedure; one to the mid rca and one to the distal rca. Approximately 7 weeks post index procedure, the pt presented to the hospital with cardiac chest pain. It is reported that the pt presented to the emergency department with four day history of tightness in the lower extremities, right arm weakness and intermittent chest tightness. When admitted, the pt's chest x-ray was reported to reveal no acute disease. The pt's initial set of cardiac enzymes were reported negative. The pt's electrocardiogram was reported to reveal ventricular rate of 52 beats per minute, normal sinus rhythm, normal axis and j-point elevation. The pt's resting electrocardiogram was reported to reveal sinus rhythm, left axis deviation, inferior wall myocardial infarction and nonspecific st segment changes. The pt was reported to have undergone a stress test which was reported to reveal inferolateral ischemia with extension to apex, associated with a scar. The pt was reported to have undergone a cardiac catheterization. Reference MFR report numbers 9612164201101214 and 96124201101215.

Manufacturer narrative:
(B)(4). Evaluation, results: (mi).